Event description:
Pt reports the screw threads that hold cartridge cap fell out of pump (sn (B)(4)) sent replacement pump. No side effects or issues reported. Pt was using pump. Unk if it caused or contributed to clinical injury. Device available for return. We replaced device. Pt had backup. No other info available. Reported to (B)(6) by pt/caregiver.